Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap cholecystectomy, the trocar was leaking while using a 5mm camera; the trocar was torqued slightly downward. A 10mm scope with the same trocar was used to complete the procedure. There was no adverse consequence to the patient reported. The device was discarded.